Event description:
It was reported that during an attempted implant the device could not be interrogated. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received field experience of no communication was verified in the laboratory. The no communication is believed to be caused by a connection issue with the telemetry coil.